Manufacturer narrative:
The sales rep for sunrise medical (us) llc., stated that the physician wanted to order an 8 or 9 inch depth on the seat, however, due to state regulations, they were forced to order a 16 inch depth to allow for growth. It is possible that this depth difference has caused the center of gravity on the wheelchair to be off, leading to the tipping issue. The chair is currently with the dealer to make necessary adjustments for center of gravity. The chair will not be returned to sunrise medical (us) llc. Per the quality department, this is not a manufacturer defect, but a setup issue, which is in the hands of the dealer and physician to correct now. No further investigation will be done, this issue is considered closed.

Event description:
End user was rolling on sidewalk when the front of the chair tipped forward and he fell to the ground, cutting his chin and causing swelling in his jawbone. He also got a bump on his forehead. End user went to the ER where glue was applied to the cut on the chin.